Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with possible right breast implant rupture. In addition, the patient also felt lumps in the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2022, mentor received additional information indicating that the patient had an ultrasound and it found discontinuity that is suggestive of right implant rupture. The left side was also confirmed to have radial folds. However, there are no information given whether the left implant has any damage. A supplemental report will be submitted when additional information is made available.

Manufacturer narrative:
On may 11, 2022, the mentor failure analysis lab received the device for evaluation. On may 16, 2022, mentor became aware that the patient was also diagnosed with bilateral breast capsular contractures (baker grade unknown). In addition, there was also no rupture found during the explantation surgery. On june 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 375cc breast implant had an area of siltex cracking on the posterior view and had parallel lines of shell wear on the anterior aspect. In addition, a tear was identified within the area of siltex cracking, measuring approximately 0.3 cm. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association between breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Capsular contracture on the left breast has been reported under mrn: 1645337-2022-06380 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 28, 2022, mentor became aware that the patient had undergone breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, lymphadenopathy.